Event description:
Per the clinic, the patient experienced poor device performance from activation and lack of benefit with the device, leading to non-use. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.